Event description:
On (B)(6) 2013, put k wires through compression device, one wire broke off and remained stuck in compression device. This added about 15 minutes to procedure time. The surgery was completed successfully; however, the k wire is still stuck in compression device. This part is damaged, but will be returned as per the usual evaluation device return method, along with reference to this device log or complaint. This report is for unknown pins/wires. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.